Event description:
New information received notes that the system was explanted due to a systemic infection. There is no known allegation from a healthcare professional that the pacemaker system or procedure caused or contributed to the infection. The patient was in stable condition.

Manufacturer narrative:
Correction - b1 - product problem should not have been checked since the issue was an infection and not device malfunction.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-23683, 2017865-2021-23686. It was reported that the pacemaker, right ventricular and right atrial leads were explanted for unknown reasons. The patient condition was unknown.